Event description:
Reporter states, "small 9mm insert was snapped onto baseplate. Insert had media/lateral slippage and anterior/posterior shifting. Insert to plate match loose. Insert was replaced with the same size insert and fit well." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.